Manufacturer narrative:
Investigation results: DHR review: nine visual inspections were performed on 600 parts with zero defects noted. The point inspection system was challenged eight times using 24 parts with zero failures recorded. Per our specification, point damage is not rejectable if it is less than a grade d. Bag # 1 = fm - acc - 0 fm observed; bent tips acc - grade b - 4, grade c - 4, grade e - 1 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample), 2 uneven grind. Bag # 2 = bent tips acc grade b - 11, grade c - 6, grade d - 2 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample), foreign material inside hub - acc - 2 at level 2 (0.65%aql for fm - acc 7 / rej 8 on 315 pc. Sample). Bag # 3 = 23 uneven grinds, bent tips - acc - grade b - 9, grade c - 1 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample). Bag # 4 = bent tips - acc - grade b - 4, grade c - 5 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample), 1 uneven grind. Bag # 5 = foreign material on tip - acc - one level 1 and one level 2 (1.0% aql for fm - acc 7 / rej 8 on 315 pc. Sample), bent tips - acc - grade b - 1, grade c - 1 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample). Bag # 6 = bent tip - acc - grade c - 1 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample), embedded black foreign material on hub - acc - 2 at a level 1 (0.65% aql for fm; acc 7 / rej 8 on 315 pc. Sample). Bag # 7 = bent tips - acc - grade b - 1 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample), embedded black foreign material on hub - one level 1, one less than level 1 (1.0% aql for fm - acc 7 / rej 9 on 315 pc. Sample). Bag # 8 = bent tips - acc - grade b - 2, grade c - 2 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample), foreign material inside hub - acc - 2 at level 2, one at level 3 (0.65% aql for fm - acc 7 / rej 8 on 315 pc. Sample). Bag # 10 = bent tips - acc - grade b - 1, grade c - 2 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pac. Sample); embedded black foreign material on hub - acc - one at level 3 (1.0% aql for fm - acc 7 / rej 8 on 315 pc. Sample). Bag # 12 = bent tips - acc - grade b - 2 (0.25% aql for hooked/bent tip - acc 2 / rej 3 on 315 pc. Sample). Cannula response: bag #1 2 uneven grind, visually confirmed to be uneven, these 2 were rejectable. Bag #3 23 uneven bevels, visually confirmed to be uneven, these were rejectable. Bag #4 1 uneven grind, visually confirmed to be uneven, this one was rejectable. Uneven grind/bevels occur during the grinding process when the cannula lacks or over rotates while producing the bevels. Potentially there is slippage when the cannula is presented to the grind stone and doesn't form the bevels correctly. Not applicable for bent tips and fm. All product met specification. Cannula response to uneven bevels: in-process visual checks occur hourly on the grind floor. A rack bar of 27 gauge holds approximately 500 needles that are reviewed. If any defects are found the machine is stopped, new grind rubbers are installed and setup will fix the equipment as needed. Once ground and off the machine the material is 100% visually inspected and defects are scrapped. This is the established control plan operators and setup are trained to for this material number. Uneven bevels is at a 0.65% aql for cannula. Depending on the stat sampling that occurred bag #3 could have exceeded the aql, if stat sampled correctly. However, uneven bevel is not a critical to quality defect therefore no further corrective actions are warranted. The cannula will still perform as intended, it still has three bevels, still a point and cutting edge. Not applicable for bent tips and fm. All product met specification. Cannula response to uneven bevels: the operators are trained periodically to their operator instructions. The next training will occur with the document update scheduled for april 2018. No further corrective actions are warranted as this defect is not critical to quality. The device will still operate as intended.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during an inspection of 10 packages of bd¿ single lumen needle 27g 3/4 in., there were 135 found with defects such as bent tips, foreign matter inside the hub and embedded black foreign material on the hub. There was no report of injury or medical intervention.